Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery alarm and insulin pump error alarm. The customer's blood glucose value was unknown. Customer was unable to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to dislodged connector and missing segments on the lcd display due to horizontal and vertical cracks on the lcd display. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.